Event description:
Procedure: perone flap. According to the reporter: customer informs that the clips out twisted and tore tissue, the clip closed the tip but not completely so the clip tore and caused bleeding in the blood vessels. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).